Event description:
The customer called for help with her contour meter. While troubleshooting the meter, it was discovered the meter display was missing segments. The customer did not appear to be aware of the missing segments, but no adverse events were alleged. The customer was advised to return her meter for evaluation. A replacement meter was sent to the customer.